Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the product damage was most likely patient condition related since patient had difficult anatomy and tortuosity of vessels. The cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and tortuosity of vessels preventing successful delivery of impella.

Manufacturer narrative:
H6: code added per a review of the complaint record.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella pump could not be completed due to patient anatomy. The introducer could not pass on either the right or left side. No patient harm was reported.